Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and was found to have one-vessel disease and had two lesions treated during the index procedure. The patient had two cypher stents implanted in two different lesions during the index procedure: 2.75 x 18 mm in the mid left anterior descending (lad), and a 2.75 x 23 mm stent in the proximal lad. The two stents implanted during the index procedure were not overlapping and were placed in two separate lesions. The indication for the index procedure was unstable angina/acute coronary syndrome (acs). There were no adverse events, product deviations, or procedural complications reported during the index procedure. Three days after the index procedure, the patient experienced a myocardial infarction (mi). Coronary angiography was done and the cypher 2.75 x 23 mm stent implanted in the proximal lad was noted have in-stent thrombosis and was noted to be totally occluded (100% stenosis). There was no problem reported with the cypher 2.75 x 18 mm stent implanted in the mid lad. The sub-acute thrombosis was treated by percutaneous transluminal coronary angioplasty (ptca). The event was a serious adverse event (sae) and was reported to be unrelated to the study procedure/drug, and was probably related to the study device. The event outcome was reported to be resolved without sequel. The patient did well after the re-intervention and was discharged six days after the index procedure.

Manufacturer narrative:
The mid lad target lesion (tl#1) was reported to be: de novo, 2.75 mm vessel diameter, 12 mm length, a 90% stenosis, not heavily calcified, not tortuous, no thrombus present, and type b2. The stent was pre-dilated with a 2.5 x 12 mm balloon catheter at 4 atm. A cypher 2.75 x 18 mm stent (stent #1) was implanted at 11 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The proximal lad lesion (tl#2) was reported to be: de novo, 15 mm length, a 95% stenosis, not heavily calcified, not tortuous, no thrombus present, and type b2. The stent was pre-dilated with a 2.5 x 12 mm balloon catheter at 4 atm. A cypher 2.75 x 23 mm stent (stent #2) was implanted at 11 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. This report is for one of two products used during the study index procedure. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with lot 15107477 presented no issues during the manufacturing and inspection processes.

Manufacturer narrative:
A patient from the (B)(4) study experienced a myocardial infarction due to stent thrombosis three days post implantation of two cypher stents. Past medical history that may have increased this patient's risk for mace includes hypertension, smoking, history of allergy to penicillin and codeine, tubal ligation, headaches, chronic back and neck pain. The indication for the index procedure was acute coronary syndrome (acs). This acute presentation puts this patient at increased risk for mace. The patient had three-vessel disease but only one vessel was treated. Two lesions in the lad were treated. The lesion in the mid lad was described as de novo, type b2, 12mm in length in a 2.75mm vessel diameter with 90% stenosis. A 2.75 x 18 mm cypher stent was implanted in the mid lad. The lesion in the proximal lad was described as de novo, type b2, 15mm in length in a 2.75mm vessel diameter with 95% stenosis. The lesion was pre-dilated before a 2.75x23mm cypher was implanted. Post-dilation was not conducted. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Medications prescribed at discharge included aspirin and plavix. Three days later, the patient had an mi and coronary angiography revealed a thrombus inside the 2.75x23mm cypher in the proximal lad. There was no problem reported with the cypher 2.75 x 18 mm stent implanted in the mid lad. To treat the thrombus, another cypher stent was implanted overlapping the two previously implanted stents. The event outcome was reported to be resolved without sequel. The patient did well after the re-intervention and was discharged six days after the index procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complications and/or bleeding events. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. There is no indication that these events were related to a manufacturing device issue. Review of the information suggests that vessel/lesion factors (2.75mm vessel diameter) and risk factors present in the medical history that may have contributed to the reported events.